Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:06 (ce post failure) error. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested. Patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation. The thermogard system was manufactured in june 2013 and is over ten years old, well past the expected serviceable life. Therefore, the customer has decided to replace it. Therefore, service was not required to be performed by zoll.